Event description:
On (B) (6) 2010, the patient underwent treatment for an aneurysm in the descending thoracic aorta using a gore tag thoracic endoprosthesis, with intentional coverage of the left subclavian artery. Some proximal stent-graft flares lacked apposition to the inferior aortic wall due to the arch angulation, but the final angiogram did not show any endoleak. On (B) (6) 2010, the patient underwent another procedure to treat a proximal type I endoleak. Another stent-graft was added proximally, with intentional coverage of the left common carotid artery (lcca). Blood flow was preserved using another stent-graft into the lcca. The endoleak resolved, and the patient was later discharged.

Manufacturer narrative:
Method - a review of the manufacturing records has been conducted. Results - the manufacturing records review verified that the lot(s) met all pre-release specifications.